Manufacturer narrative:
(B)(4). Initial report date 12/14/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that a bravo capsule was placed (B)(6) 2014 and was retained. The patient reported discomfort and on (B)(6) 2014 the capsule was successfully removed by 'nudging' with an endoscopy. The patient status was reported stable, no complications.